Manufacturer narrative:
G4: 16sep2019; b4: 17sep2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The service technician replaced the touchscreen to address the reported problem. The part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12aug2019.

Event description:
The customer reported a touchscreen fault. There was no patient involvement.